Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a dimple in the pump. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient got well.

Manufacturer narrative:
Malfunction was reported. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. The allegation was not confirmed, the most probable cause for this complaint was considered no problem detected.this complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a dimple in the pump. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient got well.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a dimple in the pump. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.